Event description:
Info received from e-mail submitted via web site. Complainant states that the pump does not always error code when it is out of food. E-mails sent to request a phone number and no response received.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.